Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 6 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 317 allegations of a malfunction, 250 pumps were returned to animas and investigated. Of the investigated pumps, 245 were found to be malfunctioning due to battery compartment cracks.. During investigation for unrelated complaints, there were 613 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 317 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-80 years of age and between 18 and 245 pounds. Of the reported patients, 146 were male and 171 were female.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 87 instances of battery compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.